Manufacturer narrative:
Section a2, a3, a4 and a5: unknown, as information was requested but not provided. Section d6a - implant date: not applicable, as the lens was not implanted. Section d6b - explant date: not applicable, as the lens was not implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when setting the preloaded intraocular lens (iol) as usual and advancing the plunger, the lens did not fold well and could not be pushed. The account indicated that they did not perform a particularly unusual procedure. The iol seemed to be crushed and did not move forward well. There was no patient contact with the device as the issue occurred prior to implantation. The procedure was successfully completed with a replacement device. No patient injury was reported. No medical intervention was required. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: march 31, 2025. Section h3 - device evaluated by manufacturer? Yes. ¿device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod advanced to the lens stuck in the cartridge. Viscoelastic residue was observed to be evenly distributed throughout the cartridge; the cartridge tip was observed to be bent. The lens module was inspected revealing no issues or viscoelastic residue. Device assembly was inspected revealing no issues; viscoelastic residue was observed below the lens module indicating an excessive amount of ophthalmic viscoelastic device (ovd) may have been used which could contribute to the complaint issue reported. The plunger rod and plunger rod advancement was inspected revealing no issues. The lens could not be removed from the cartridge; however, the lens could be observed to be crumpled and torn. The complaint issues "lens damaged" was identified during product evaluation. However, the complaint issue "device advancement issue" was not identified. The observed "stuck in cartridge" issue is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.